Event description:
Patient presented to the physician with a seroma at the chest incision site, causing pain and swelling. Physician drained the seroma and prescribed antibiotics. Patient presented back to the physician with continued swelling and persistent fluid discharge at the chest incision site, with wound dehiscence. Cultures were obtained and returned positive for cellulitis. Physician brought the patient into the operating room, where surgical exploration revealed infection at both the neck and chest incision sites. Physician removed the entire inspire system, irrigated the wounds, administered antibiotics, placed two drains, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively. The patient was diagnosed with twiddler¿s syndrome, which was determined to be contributing to the ongoing issue.